Event description:
The reporter stated that he had rec'd an er1 message once, and said "I cleaned my meter and it went away." He retested, and reported that it was back where it should be." He reported that he had seen the er1 message one other time, after a testing on thanksgiving day. He stated that at that time he knew he was over 500 mg/dl because he had eaten so much, and said that "I walked around the block a couple of times and re-tested. This time it was back down again."